Manufacturer narrative:
(B) (4).

Event description:
Literature: valideoriola f, regidor I, minguez-castellanos a, et al. Efficacy and safety of pallidal stimulation in primary dystonia: results of the spanish multicentric study. J neurol neurosurg psychiatry. 2010; 81(1):65-69. Summary: this article presents a one-year, observational, prospective, multicenter study with a single therapeutic arm. The study included open-label, blind, and self-assessed evals to investigate the efficacy and safety of bilateral globus pallidus (gpi) deep brain stimulation (dbs) in 24 pts with medically refractory primary generalized or segmental dystonia. Reportable event: one pt experienced an allergic reaction of the skin in the area of the implantable neurostimulator (ins). The problem resolved after the system was explanted. The event was noted to occur before the first pre-protocol f/u visit. See literature article attached to MFR report# 3007566237201001765.